Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot.

Event description:
It was reported that during an unknown procedure in 2017, suture was used. The suture thread broke during use. There were no patient consequences. No additional information available.